Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received her scs system about six yrs ago. It was reported that after going into the hospital for an unrelated issue, the pt's stimulation pattern changed and she began having trouble recharging her ipg. The pt is now without stimulation and the ipg is non-responsive. The physician plans on explanting the device. No add'l info is available at this time.